Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I felt pelvic pain immediately that I attributed to the procedure itself / chronic pelvic pain female") and uterine inflammation ("during a laparoscopy, uterine inflammation was noted, thinking it was an infection") in a 38 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel) for heavy menstrual bleeding since (B)(6) 2020. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), uterine inflammation (seriousness criterion medically important), heavy menstrual bleeding ("significant bleeding and haemorrhagic periods"), endometriosis ("he thought it could be endometriosis"), fatigue ("chronic general fatigue/ I was totally exhausted"), amnesia ("loss of memory"), constipation ("chronic constipation"), visual impairment ("decreased vision"), arthralgia ("widespread pain in all my joints / pain in left thig/ accentuated joint pain on the left."), pain ("widespread pain throughout the body"), mental disorder ("unstable psychological state") and abdominal pain ("abdominal pain"). In (B)(6) 2019 she experienced pain in extremity ("pain in thigh") and musculoskeletal pain ("pain in buttock"). In (B)(6) 2020 she experienced dizziness ("dizziness"), tendonitis ("tendinitis"), disturbance in attention ("disturbances in attention") and memory impairment ("memory disturbances"). On unknown date she experienced dysstasia ("difficulty standing for prolonged periods of time / I couldn¿t bear being in a seated position anymore"), initial insomnia ("difficulty falling asleep") and polyarthritis ("advised me to see a rheumatologist because he thought it could be an inflammatory disease of the tendons and joints, a polyarthritis"). The patient was treated with antibiotics as well as surgery (hysterectomy, salpingectomy, cervix removed.) And non-drug therapy (physiotherapy sessions). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, fatigue, amnesia, constipation, visual impairment, arthralgia, pain, mental disorder and abdominal pain had not resolved. The outcomes for uterine inflammation, endometriosis, dysstasia, dizziness, tendonitis, disturbance in attention, memory impairment, pain in extremity, musculoskeletal pain and polyarthritis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, endometriosis, fatigue, amnesia, constipation, visual impairment, dysstasia, initial insomnia, uterine inflammation, dizziness, arthralgia, tendonitis, disturbance in attention, memory impairment, pain in extremity, musculoskeletal pain, polyarthritis, pain, mental disorder or abdominal pain. The reporter commented: the procedure took place on (B)(6) 2012 without any problem. However, in (B)(6) 2013 the pain persisted, as well as the hemorrhagic periods. I was totally exhausted¿ I made an appointment with dr talking to him about the essure inserts and asking him if my problems could be related to these inserts. This doctor replied that I shouldn¿t think this and that I should not listen to the rumors that were starting about these inserts. He offered to insert the ¿mirena¿ brand hormonal intrauterine device to stop my hemorrhagic periods. When you think about it¿what a paradox to do all of this to stop taking the pill and eventually end up with a permanent hormonal contraceptive device¿ trusting in him, I decided to listen to him, and this intrauterine device was inserted. I had numerous blood tests, numerous x-rays, countless tests without ever understanding where my health problems came from which ended up taking a toll on my moral. I ended up telling myself that the pain was in my head or that I was mad. My pain in the buttock, hip, thigh, pelvis on the left have never stopped. Only the intensity has varied, going from unbearable to tolerable. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [X-ray] on (B)(6) 2012: everything was in its place.; in (B)(6) 2023: I had an intrauterine device (renewed in (B)(6) 2020) and essure inserts quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I felt pelvic pain immediately that I attributed to the procedure itself / chronic pelvic pain female") and uterine inflammation ("during a laparoscopy, uterine inflammation was noted, thinking it was an infection") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel) for heavy menstrual bleeding since (B)(6) 2020. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), uterine inflammation (seriousness criterion medically important), heavy menstrual bleeding ("significant bleeding and haemorrhagic periods"), endometriosis ("he thought it could be endometriosis"), fatigue ("chronic general fatigue/ I was totally exhausted"), amnesia ("loss of memory"), constipation ("chronic constipation"), visual impairment ("decreased vision"), arthralgia ("widespread pain in all my joints / pain in left thig/ accentuated joint pain on the left."), pain ("widespread pain throughout the body"), mental disorder ("unstable psychological state") and abdominal pain ("abdominal pain"). In 2019 she experienced pain in extremity ("pain in thigh") and musculoskeletal pain ("pain in buttock"). In (B)(6) 2020 she experienced dizziness ("dizziness"), tendonitis ("tendinitis"), disturbance in attention ("disturbances in attention") and memory impairment ("memory disturbances"). On unknown date she experienced dysstasia ("difficulty standing for prolonged periods of time / I couldn¿t bear being in a seated position anymore"), initial insomnia ("difficulty falling asleep") and polyarthritis ("advised me to see a rheumatologist because he thought it could be an inflammatory disease of the tendons and joints, a polyarthritis"). The patient was treated with antibiotics as well as surgery (hysterectomy, salpingectomy, cervix removed.) And non-drug therapy (physiotherapy sessions). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, fatigue, amnesia, constipation, visual impairment, arthralgia, pain, mental disorder and abdominal pain had not resolved. The outcomes for uterine inflammation, endometriosis, dysstasia, dizziness, tendonitis, disturbance in attention, memory impairment, pain in extremity, musculoskeletal pain and polyarthritis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, endometriosis, fatigue, amnesia, constipation, visual impairment, dysstasia, initial insomnia, uterine inflammation, dizziness, arthralgia, tendonitis, disturbance in attention, memory impairment, pain in extremity, musculoskeletal pain, polyarthritis, pain, mental disorder or abdominal pain. The reporter commented: the procedure took place on (B)(6) 2012 without any problem. However, in 2013 the pain persisted, as well as the hemorrhagic periods. I was totally exhausted. I made an appointment with dr talking to him about the essure inserts and asking him if my problems could be related to these inserts. This doctor replied that I shouldn¿t think this and that I should not listen to the rumors that were starting about these inserts. He offered to insert the ¿mirena¿ brand hormonal intrauterine device to stop my hemorrhagic periods. When you think about it. What a paradox to do all of this to stop taking the pill and eventually end up with a permanent hormonal contraceptive device. Trusting in him, I decided to listen to him, and this intrauterine device was inserted. I had numerous blood tests, numerous x-rays, countless tests without ever understanding where my health problems came from which ended up taking a toll on my moral. I ended up telling myself that the pain was in my head or that I was mad. My pain in the buttock, hip, thigh, pelvis on the left have never stopped. Only the intensity has varied, going from unbearable to tolerable. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [X-ray] on (B)(6) 2012: everything was in its place.; in 2023: I had an intrauterine device (renewed in (B)(6) 2020) and essure inserts. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4). I felt pelvic pain immediately that I attributed to the procedure itself / chronic pelvic pain female [pelvic pain female]. During a laparoscopy, uterine inflammation was noted, thinking it was an infection [uterine inflammation]. Significant bleeding and haemorrhagic periods [heavy periods]. He thought it could be endometriosis [endometriosis]. Chronic general fatigue/ I was totally exhausted [fatigue]. Loss of memory [loss of memory]. Chronic constipation [constipation chronic]. Decreased vision [vision decreased]. Difficulty standing for prolonged periods of time / I couldn¿t bear being in a seated position anymore [difficulty in standing]. Difficulty falling asleep [trouble falling asleep]. Dizziness [dizziness]. Widespread pain in all my joints / pain in left thig/ accentuated joint pain on the left. [Joint pain]. Tendinitis [tendinitis]. Disturbances in attention [disturbance in attention]. Memory disturbances [memory disturbance]. Pain in thigh [pain in thigh]. Pain in buttock [buttock pain]. Advised me to see a rheumatologist because he thought it could be an inflammatory disease of the tendons and joints, a polyarthritis [polyarthritis]. Widespread pain throughout the body [general body pain]. Unstable psychological state [psychic disturbance]. Abdominal pain [abdominal pain]. Decrease in visual acuity [visual acuity reduced]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-feb-2024. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("I felt pelvic pain immediately that I attributed to the procedure itself / chronic pelvic pain female") and uterine inflammation ("during a laparoscopy, uterine inflammation was noted, thinking it was an infection") in a 38 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel) for heavy menstrual bleeding since august 2020. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), uterine inflammation (seriousness criterion medically important), heavy menstrual bleeding ("significant bleeding and haemorrhagic periods"), endometriosis ("he thought it could be endometriosis"), fatigue ("chronic general fatigue/ I was totally exhausted"), amnesia ("loss of memory"), constipation ("chronic constipation"), visual impairment ("decreased vision"), arthralgia ("widespread pain in all my joints / pain in left thig/ accentuated joint pain on the left."), pain ("widespread pain throughout the body"), mental disorder ("unstable psychological state") and abdominal pain ("abdominal pain"). In 2019 she experienced pain in extremity ("pain in thigh") and musculoskeletal pain ("pain in buttock"). In (B)(6) 2020 she experienced dizziness ("dizziness"), tendonitis ("tendinitis"), disturbance in attention ("disturbances in attention") and memory impairment ("memory disturbances"). On unknown date she experienced dysstasia ("difficulty standing for prolonged periods of time / I couldn¿t bear being in a seated position anymore"), initial insomnia ("difficulty falling asleep"), polyarthritis ("advised me to see a rheumatologist because he thought it could be an inflammatory disease of the tendons and joints, a polyarthritis") and visual acuity reduced ("decrease in visual acuity"). The patient was treated with antibiotics as well as surgery (hysterectomy, salpingectomy, cervix removed.) And non-drug therapy (physiotherapy sessions). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, fatigue, amnesia, constipation, visual impairment, arthralgia, pain, mental disorder and abdominal pain had not resolved. The outcomes for uterine inflammation, endometriosis, dysstasia, dizziness, tendonitis, disturbance in attention, memory impairment, pain in extremity, musculoskeletal pain, polyarthritis and visual acuity reduced were unknown. The reporter considered visual acuity reduced to be related to essure administration. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, endometriosis, fatigue, amnesia, constipation, visual impairment, dysstasia, initial insomnia, uterine inflammation, dizziness, arthralgia, tendonitis, disturbance in attention, memory impairment, pain in extremity, musculoskeletal pain, polyarthritis, pain, mental disorder or abdominal pain. The reporter commented: the procedure took place on (B)(6) 2012 without any problem. However, in 2013 the pain persisted, as well as the hemorrhagic periods. I was totally exhausted¿ I made an appointment with dr talking to him about the essure inserts and asking him if my problems could be related to these inserts. This doctor replied that I shouldn¿t think this and that I should not listen to the rumors that were starting about these inserts. He offered to insert the ¿mirena¿ brand hormonal intrauterine device to stop my hemorrhagic periods. When you think about it¿what a paradox to do all of this to stop taking the pill and eventually end up with a permanent hormonal contraceptive device¿ trusting in him, I decided to listen to him, and this intrauterine device was inserted. I had numerous blood tests, numerous x-rays, countless tests without ever understanding where my health problems came from which ended up taking a toll on my moral. I ended up telling myself that the pain was in my head or that I was mad. My pain in the buttock, hip, thigh, pelvis on the left have never stopped. Only the intensity has varied, going from unbearable to tolerable. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [X-ray] on (B)(6) 2012: everything was in its place.; in 2023: I had an intrauterine device (renewed in (B)(6) 2020) and essure inserts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon receipt of new follow up argus cases are found to be duplicate of each other (B)(4) therefore argus case (B)(4) needs to nullify from argus database. All source documents, references , event (visual acuity decreases), reporters & all relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00324). Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.